Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report have been added: b4, g3, g6, h2, h3, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: 'liner fully expanded. Distal tip opened but radially torn. All score lines present at distal tip. Scratches noted along sheath shaft. Due to the nature of the complaint, no functional or dimensional testing were able to be performed. Imagery was provided by the site, and the following observations were noted: 'esheath liner expanded and the distal tip opened but torn'. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, patient factors (such as calcification, as evidenced by the presence of scratches on the returned sheath shaft) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our italian affiliates, during implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach, while advancing through the esheath+, some resistance was felt through the entire length of the sheath, but the procedure continued as usual, and the valve was successfully implanted. After removal of devices, the distal tip of the esheath+ was found to be torn. The patient did not suffer any consequences, and the procedure was successfully completed.